Event description:
Additional information received from the patient reported that she had inconsistent therapy results. She did not have a trial to see how therapy would work per doctor recommendation. Since implant, she had some results some days, but other days it seemed to not be working. She still had days where she stood up and urine just came out and she wanted to know why that was happening. The patient was to follow up with her healthcare provider and had an appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tkq6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that stimulation was controlling a patient's symptoms right after implant but eight days later, she had a return of symptoms, was leaking really badly, and couldn't get to the bathroom in time. She was still having these symptoms and was not feeling stimulation. The patient was able to verify that stimulation was currently turned on and was on program 1 at 1.95. She increased stimulation to 2.20 and planned to leave it at this setting and continue to track her symptoms. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.